Manufacturer narrative:
Corrosion damage was noted within the internal components of the device.

Event description:
The micro reciprocating saw was sent in for svc and it overheated during performance testing. No adverse event was associated with the device.